Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure, the tissue pad on device melted. The tissue pad did not fall off of device. Another device was used to complete the procedure. There was no adverse consequence to the patient